Event description:
An impella cp device was inserted via the right femoral artery in a 58-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease, diabetes mellitus, renal insufficiency, and dialysis dependence. During support, the patient developed diffuse bleeding at multiple access sites, including ECMO cannulation sites, pulmonary artery catheter, central venous line, impella access site, and trialysis catheter. A small hematoma with active bleeding was noted at the impella insertion site. An underlying contributing condition of disseminated intravascular coagulation (dic) was identified as a factor contributing to the blood loss. Manual pressure was applied to bleeding sites, and the patient received four units of packed red blood cells. Despite these measures, the patient¿s overall clinical condition continued to deteriorate. Care was subsequently withdrawn, and the patient expired. The reported hematoma and major bleed requiring blood transfusion are consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, compounded by underlying coagulopathy (dic). The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage d.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4: catalog, serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the major bleed/hematoma/access site adverse event was determined to be patient condition related since the patient was bleeding from multiple access sites and had underlying coagulopathy (dic).